Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited undersensing and loss of capture. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.